Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.

Event description:
In 2009, patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Four hours post-procedure the pt expired. Cause of death is unknown. Further info is not available.